Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that a catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. When the device was connected for testing, there was water leakage and air could not be discharged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.